Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported being transported to the emergency department by a family member due to vomiting. At the time of the event, the cgm displayed a glucose value of 82 mg/dl, while a fingerstick bg measurement was reported as 480 mg/dl. It was not reported whether the patient administered any self-treatment prior to seeking medical attention. During hospitalization, the patient received treatment with intravenous saline and intravenous insulin. The patient remained hospitalized for approximately two days for observation and rest, as directed by the treating physician, and was discharged. It was reported that the patient was using a tandem t:slim x2 insulin pump at the time of the event. At the time of reporting, the patient stated that they were feeling "fine." No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.